Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that they experienced issues with universal surgical manipulator (usm1). The customer stated that it was "free moving". Prior to contacting tse, the customer rebooted the system, reseated the instrument and drape, but issue persisted. The customer stated that they also experienced the issue with multiple instruments. The customer then placed the surgeon on the line. Surgeon clarified that the finger clutch buttons were not working on the left-hand control. The customer confirmed that they were working on the right-hand control. Tse recommended surgeon use clutch pedal if the buttons were not working. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the left master tool manipulator (mtml). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was returned for failure analysis, and the reported 23031 error was confirmed and replicated, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the failed grip auto cal error was triggered indicating fault on the embedded serializer for master handle (esmh) replicating the reported event. The mtm was then installed onto a patient side cart (psc) fixture test platform (pftp) where the grip cal test results was not in range. Once testing was completed, failure analysis was able to conclude that the esmh was found to be the root cause of the reported event. The embedded serializer for master handle was found to be the root cause.